Manufacturer narrative:
The device was returned at elective replacement indicator (eri) and analyzed in the lab. A longevity calculation was performed and showed that the battery was depleted prematurely. Electrical testing revealed that the cause was high current draw, consistent with hybrid circuit anomaly.

Event description:
This report is to advise of an event observed during analysis.